Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial and right ventricular lead had dislodged. The leads were capped and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient right ventricular dislodged. The lead was repositioned on (B)(6) 2018. The patient presented at a later date experiencing pocket stimulation. It was noted that the lead had dislodged again. The lead was explanted and replaced on (B)(6) 2018. The patient was stable throughout the procedure.